Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon informed that the monopolar curved scissors (mcs) was showing limitation in its closing. When it was removed, the customer found that the steel cable was broken. Then they exchanged it for another one and continue with the surgery. The procedure was completed with no reported injury.